Manufacturer narrative:
Complaint conclusion: as reported, prior to use of a 5f exoseal vascular closure device (vcd), the plug was noted at the tip of the shaft after removal from the packaging. Another exoseal was used to complete procedure successfully. There was no patient injury. The event occurred in (B)(6) hospital neurology department. The intended procedure was a carotid artery stenosis (cas) interventional surgery. After the surgery, for general use, the 5f exoseal was used to achieve hemostasis. The 5f exoseal was removed from the packaging without difficulty, however, the physician found that the plug fell out of the shaft with obvious expansion. However, it was reported that the plug did not fall completely outside the device. The exoseal vcd was prepped according to the instructions for use (IFU). There were no visible signs of damages noted on the device or the packaging. The deployment lever was not depressed in any way. Because the surgeon has lots of experience using exoseal, he reported that "it was different with past exoseal." So, the customer replaced it with another exoseal to successfully complete procedure. There was no patient injury. One non sterile exoseal 5 french was received inside a plastic bag. Per visual analysis, the deployment lever was not depressed and the plug was attached to the device. The indicator window was received on black/white position and the guard was found not pressed. No other issues were found. The exoseal tip was inspected under vision system, the plug position was verified and it was confirmed that the plug was in the correct position as expected. After the deployment process, the internal components and mechanism were analyzed and no blockages or damages were detected and it was confirmed that the trigger was properly assembled. The functional analysis to release the plug was performed with no anomalies found. The inner diameter of the delivery shaft was measured and results were found within specification. Vascular closure device review of lot 17180097 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of "vascular closure device (vcd) -deployment difficulty-premature deployment" reported by the customer was not confirmed since the plug position was verified and it was confirmed that the plug was in the correct position as expected. Furthermore, the plug was fully released during functional analysis with no anomalies found. The exact cause of the event reported by the customer could not be conclusively determined during the analysis. According to the product instructions for use, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. Neither the device history record review nor the product analysis results suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, prior to use of a 5f exoseal vascular closure device, the tip plug was noted with obvious expansion after removal from packaging. Another exoseal was used to complete procedure successfully. There was no patient injury. On (B)(6) 2016, in (B)(6) hospital neurology department, the intended procedure was to do a carotid artery stenosis (cas) interventional surgery. After the surgery, for general use, the 5f exoseal was used to block blood vessel. The 5f exoseal was removed from the packaging without difficulty, however, the physician found the tip plug fell out of the shaft with obvious expansion. However, it was reported that the plug did not fall completely outside the device. The exoseal vcd was prepped according to the instructions for use (IFU). There were no visible signs of damages noted on the device, or the packaging. The deployment lever was not depressed in any way. Because the surgeon has lot of experience using exoseal, he reported that "it different with in the past exoseal." So, the customer replaced it with another exoseal to successfully complete procedure. There was no patient injury.